Manufacturer narrative:
Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided. It is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The package insert states that "loosening of the prosthetic knee components" is an adverse effect. This is therefore a known inherent risk of the procedure. A field action was taken on (B)(6) 2015, in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. This field action has been reported to the FDA under (B)(4). The device in question was implanted prior to this field action.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided. A field action was conducted on 02/19/2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall z-1266-2015 contains the related tibial lot number. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud of the resected tibial surface and the persona tm tibia has less initial stability than predicate devices.

Event description:
It is reported that the pt is experiencing pain and loosening.